Event description:
The patient reported the receiver pocket was red, warm and sore. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2022. One lead remains implanted and the patient reported 100% pain relief prior to the explant.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the patient was not prescribed antibiotics pre-operatively and the patient is diabetic, which could have contributed to the occurrence. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient was diabetic (user error - clinician).